Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services (bcs), the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Cause of peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Further information was received from a nurse who medically confirmed this report. The nurse confirmed that on (B)(6) 2012, the patient experienced peritonitis and was hospitalized for it on the same day as previously reported. On an unreported date, the patient was treated with cefepime ip, gentamicin ip, and cipro po (doses and frequencies not reported). The nurse confirmed that the patient was discharged from the hospital on (B)(6) 2012 as previously reported. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers h12c27029 and h12c11049. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.